Event description:
In 2008, the patient reported that two days prior, her blood glucose measured 100 mg/dl when she went to bed and at 3:00am she woke up feeling thirsty and needed to urinate. Her blood glucose was elevated to 336 mg/dl and she bolused and went back to bed. An hour later she woke and needed to urinate and her blood glucose measured in the low 400 mg/dl range. She then noticed that her infusion set was disconnected at the luer connection. She reconnected the infusion tubing to the insulin cartridge and bolused. When she woke up her blood glucose measured 110 mg/dl. Her normal blood glucose range is 60-120 mg/dl. She stated that she believes she did not properly tighten the luer connection. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.